Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica jaquet suggest that this event would not be associated with the device but rather would be related to improper cleaning methods for this device.

Event description:
Wire tightening pliers would not tighten the k-wire. This event did not occur during a surgical procedure.